Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055994) on 22-oct-2015. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal mycotic infection ('ongoing yeast infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iodine allergy and uterine fibroids. Concurrent conditions included asthma, shortness of breath, dysmenorrhea, abnormal uterine bleeding and uterine enlargement. Concomitant products included ferrous sulfate (iron). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal mycotic infection (seriousness criteria medically significant and intervention required) with vulvovaginal discomfort, pelvic pain ("pelvic pain"), headache ("daily headaches"), dyspareunia ("pain while having sex"), tinnitus ("ringing in ears"), anaemia ("anemia worsening") and dizziness ("dizziness / lightheadedness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed/robotic assisted total laparoscopic with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal mycotic infection, pelvic pain, headache, dyspareunia, weight increased and tinnitus had not resolved and the anaemia and dizziness outcome was unknown. The reporter provided no causality assessment for dyspareunia and tinnitus with essure. The reporter considered anaemia, dizziness, headache, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: wt: (B)(6) lbs. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055994 on 22-oct-2015. The most recent information was received on 08-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal mycotic infection ('ongoing yeast infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iodine allergy and uterine fibroids. Concurrent conditions included asthma, shortness of breath, dysmenorrhea, abnormal uterine bleeding and uterine enlargement. Concomitant products included ferrous sulfate (iron). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal mycotic infection (seriousness criteria medically significant and intervention required) with vulvovaginal discomfort, pelvic pain ("pelvic pain"), headache ("daily headaches"), dyspareunia ("pain while having sex"), tinnitus ("ringing in ears"), anaemia ("anemia worsening") and dizziness ("dizziness / lightheadedness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed/robotic assisted total laparoscopic with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal mycotic infection, pelvic pain, headache, dyspareunia, weight increased and tinnitus had not resolved and the anaemia and dizziness outcome was unknown. The reporter provided no causality assessment for dyspareunia and tinnitus with essure. The reporter considered anaemia, dizziness, headache, pelvic pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: wt: (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.